Event description:
Ous MDR - sensing disturbances were reported after an implantation time of about 8 months and the lead was explanted. There were no adverse pt side effects reported.

Manufacturer narrative:
The returned lead was analyzed. A deformation of the inner conductor helix was noted. This damage manifestation requires excessive mechanical load. Over-twisting of the screw mechanism, without inserted stylet, should be considered here. There were no indications of material defects or manufacturing errors. In particular, the analysis did not find any deviations from the electrical specifications, which could be related to the clinical complaint.